Event description:
The customer reported via phone call that the insulin pump was exposed to water at the beach and also sustained physical damage. The customer stated that there was a chunk missing from the device's plastic case. She observed cracks in the battery compartment, damage to the insulin pump's screen, and the side of the battery area. The customer stated that she had 4 back surgeries, and about 6 months prior, she had fallen, hitting the concrete with her hip area; she noted that this may have caused the damage to the insulin pump. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No moisture damage was found inside the device. The device had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.